Event description:
Procedure type: bile duct repair. According to the reporter: the surgeon said that the stapler cut tissue but did not staple. He fired across jejunum that he described as normal. The first firing stapled and cut. The second reload was inserted and he fired the instrument and it cut the tissue but did not lay staples. The scrub tech who said that black metal bars came out of the stapler after the first firing. He thought they were part of the reload. We examined the first and second reloads used: the yellow pusher bars were visible on the first reload but not on the second reload. The stapler, 2 reloads and black metal bars were collected and are in the possession of risk management at the hospital. The surgeon hand-sewed the cut line. There was some additional bleeding but under 250cc. The operative time was extended more than 30 minutes. No patient injury was reported. Patient status is ok.

Manufacturer narrative:
(B)(4).